Event description:
The user stated the black water reservoir was leaking from the bottom where the hose attached and thought it was cracked, as it appeared to be connected correctly. There was a lot of water leaking out into the walkway. The user had the leak contained by absorbent pads all around the analyzer. No one was injured. No patients were affected.

Manufacturer narrative:
The field service representative determined there was a damaged quick-disconnect valve causing fluidic failure during operation of the analyzer. He replaced the water tank with a spare and verified the operation of the analyzer by performing a mechanical check and had the user run controls.